Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing episodes. Technical services reviewed the available data and confirmed that the far-field signals were inappropriately triggering atrial tachy response (atr) events. Technical services discussed reprogramming options. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing episodes. Technical services reviewed the available data and confirmed that the far-field signals were inappropriately triggering atrial tachy response (atr) events. Technical services discussed reprogramming options. This ICD remains in service. No adverse patient effects were reported.